Manufacturer narrative:
Final analysis found burn marks to the ac power adapter which contributed to the field complaint of power up anomaly.

Event description:
It was reported that the transmitter would not power up. The power prongs were plugged into different power outlets, but there was still no power. The transmitter was replaced.